Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 200 mg/dl. Advised to oil the new reservoir since the customer has never done it. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.